Event description:
It was reported that the customer was admitted to the hospital with low blood glucose levels. No troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.